Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.

Event description:
In 2007, the patient was implanted with a gore excluder aaa endoprosthesis. In 2009, a proximal type-1 endoleak was discovered on a follow-up computed tomography (CT) scan. A reintervention is scheduled for the following month. A supplemental medwatch report will follow.